Event description:
It was reported that during an unk procedure, the display showed instrument error and the blade was broken. The broken part did not fall into pt. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.